Event description:
A consumer reported blurry intermediate vision following intraocular lens (iol) implant surgery. The consumer also reported that she was referred to a retinal specialist for eval. In a f/u, the surgeon reported that the pt's symptoms have not resolved. She reported that the pt had a yag laser capsulotomy, secondary to posterior capsular opacity three months following surgery. The pt also had laser in situ keratomileusis (lasik) six months following surgery and had a lasik enhancement two years later. The surgeon also reported that the pt had a pre-existing history of dry eyes and non-insulin-dependent diabetes mellitus with diabetic retinopathy and has a history of lattice degeneration that was treated by a retinal laser procedure in the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Results from the product history record review indicated the product met release criteria. There was one similar complaint reported in this lot. Add'l info was requested by phone, fax and mail on 3/12/2012 and 3/15/2012. A completed questionnaire was received on 3/14/2012. (B)(4).